Manufacturer narrative:
Concomitant product: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported a loss of stimulation. The implant had been dead and the patient was looking to get it replaced. The patient was supposed to have the implant replaced previously but did not have transportation and then never had it replaced. He had previously left the healthcare provider (hcp) on bad terms and was trying to find a manufacturer representative (rep). The implant had been dead because it never really took a charge and was hard to charge. The date of it never taking a charge was (B)(6) 2010. The implant was noted to be dead in 2013. The patient also noted that they were never shown how to recharge their device or how to work with the recharging unit. The device lasted a year or less. Lastly, the patient noted they ¿know it works when the battery is working.¿ the device had been dead for 3 or 5 years as the patient gave conflicting information. Relevant medical history included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
.

Event description:
Additional information was received from the patient reporting that the battery was replaced. The date of the surgery was not known by the patient.